Event description:
Information was received indicating that this ambulatory infusion pump exhibited accuracy issues. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log did not show the error. Service will replace the valves, form and expulsor as well as calibration and functional testing as a preventative measure. Use testing was performed. The problem source is unknown.